Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure the expedium thoracic pedicle probe broke at the 40mm mark. It was commented that the surgeon was advised to not mallet repeatedly but did so anyways which resulted in the break. Fragments were generated and easily removed. The patient experienced dural tear requiring repair. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown mallet (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) xpdm thoracic pedicle prb, st. This is report 1 of 1 for (B)(4).